Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the patient visited the hospital complaining of dizziness and lightheadedness. A pacemaker check revealed the following: - the ventricular lead impedance curve was showing a gradual decrease, and some low values below 200 ohms. - ventricular noise oversensing was confirmed in the recorded episodes. It was suspected that the ventricular lead (beflex rf46d) had an insulation breach or an incomplete conductor fracture. With the above findings, the ventricular sensitivity of the pacemaker was reprogrammed from 2.5 mv to 8.0 mv. On (B)(6) 2018, ventricular oversensing was again observed, so the pacing mode of the device was reprogrammed from dddr to vvir, the ventricular polarity from bipolar to unipolar, the ventricular sensitivity from 8.0 mv to 15 mv, and the ventricular output from 2.5 v/0.35 ms to 3.5 v/0.35 ms. On (B)(6) 2018, the patient visited the hospital again as he was unable to sleep last night because of twitching around the subcutaneous pocket. The pacemaker was reprogrammed from vvir to voo, the ventricular polarity from unipolar to bipolar, and the ventricular output from 3.5 v/0.35 ms to 5.0 v/0.35 ms. On (B)(6) 2018, a re-intervention was performed. It was suggested under fluoroscopy that the lead was damaged around the area where the lead body was fixed with the suture sleeve. Due to the suspected damage, the use of the lead was discontinued and the it was abandoned inside the patient¿s body with a cap. The use of the pacemaker was also discontinued because of the risks for infection. After the procedure, the explanted pacemaker was disposed of at the hospital.

Event description:
On (B)(6) 2018, the patient visited the hospital complaining of dizziness and lightheadedness. A pacemaker check revealed the following: the ventricular lead impedance curve was showing a gradual decrease, and some low values below 200 ohms. Ventricular noise oversensing was confirmed in the recorded episodes. It was suspected that the ventricular lead (beflex rf46d) had an insulation breach or an incomplete conductor fracture. With the above findings, the ventricular sensitivity of the pacemaker was reprogrammed from 2.5 mv to 8.0 mv. On (B)(6) 2018, ventricular oversensing was again observed, so the pacing mode of the device was reprogrammed from dddr to vvir, the ventricular polarity from bipolar to unipolar, the ventricular sensitivity from 8.0 mv to 15 mv, and the ventricular output from 2.5 v/0.35 ms to 3.5 v/0.35 ms. On (B)(6) 2018, the patient visited the hospital again as he was unable to sleep last night because of twitching around the subcutaneous pocket. The pacemaker was reprogrammed from vvir to voo, the ventricular polarity from unipolar to bipolar, and the ventricular output from 3.5 v/0.35 ms to 5.0 v/0.35 ms. On (B)(6) 2018, a re-intervention was performed. It was suggested under fluoroscopy that the lead was damaged around the area where the lead body was fixed with the suture sleeve. Due to the suspected damage, the use of the lead was discontinued and the it was abandoned inside the patient¿s body with a cap. The use of the pacemaker was also discontinued because of the risks for infection. After the procedure, the explanted pacemaker was disposed of at the hospital.